Event description:
Customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact technical support if the malfunction code appeared again.